Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3777-60, serial # (B)(4), product type lead; product ID 3777-60, serial # (B)(4), product type lead.

Event description:
Information received from the patient reported that they had a loss of stimulation from their implantable neurostimulator (ins). They mentioned that they could not feel the stimulation unless they leaned up against something. The issue occurred yesterday. There were no falls or trauma reported that could be related to the issue. The stimulation was on per the programmer. Increasing and decreasing the stimulation did not resolve the issue. The patient did not have adaptive stimulation. The patient stated that they had their recharger replaced about a month ago. Additional information received on aug. 1, 2016 from the manufacturer's representative reported confirmed that the patient had a loss of stimulation on (B)(6) 2016. The representative met with the patient today where the device was interrogated and showed all electrodes on both leads were >20,000 ohms. The patient denied any falls or activity during which they lost the stimulation. The patient was sent for an x-ray (results not reported) today. The issue was not resolved at the time of report and the patient was to be scheduled in the future for a lead revision. The patient status at the time of report was reported as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted failed back surgery syndrome and spinal pain. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.